Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. Visual inspection of the aspiration tube, nose cone threads and the transducer threads found no evidence of marring internal or external. However, the cable was deformed at the lemo connector strain relief. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. A filter test was performed using processed water. The water flowed through the handpiece irrigation tube onto a 0.45 micron filter and the water was vacuumed off through the filter in an attempt to trap any possible particulates. Microscopic examination of the filter found several blue fiber-like particles. No metallic looking particles were found. It should be noted that the needle tip was not returned. The device history was reviewed and found to meet manufacturing specification. Report 1 of 2 see 1920664-2015-00137.

Event description:
The user facility reported the surgeon was seeing shiny particulate in the patient's eye around the wound. The particulate was very small and not always removed from the eye. The surgeon is unsure of what product is producing the shiny particulate.